Manufacturer narrative:
(B)(6). Complaint conclusion: it was reported that the length of the deltaplush 4mm x 6cm coil appeared to be shorter than 6cm stated on the box. It was confirmed that the returned coil was approximately 4.0cm long instead of 6.0cm as stated on the package label for lot g10378. No lots of 4 x 4 coils were pouched on the same date as this lot number , precluding the possibility of a mix-up during packaging. A review of records found no other similar complaints concerning this log. It also should be noted that 100% of the coils were inspected for the correct length before final packaging. The investigation found that both a 4 x 4 coil and a 4 x 6 coil were used during the same procedure. This raises the possibility that the coils were mixed up as they were removed from their original packaging during the cas;: however, we cannot state with certainty that this is what occurred. Therefore, the root cause of how the 4 x 6 coil used in the procedure was found to be a 4 x 4 coil cannot be determined. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
It was reported that the length of the deltaplush 4mm x 6cm coil appeared to be shorter than 6cm stated on the box.